Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller was calling about MRI compatibility but saw the note in the patient's records from 2 years ago about potential lead migration.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.